Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was an internal board short that shorted the main battery to ground causing the ca board to have thermal damage under the j1 battery connector and causing the f600 to be open. The root cause of the short cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.